Manufacturer narrative:
(B)(4): incorrect anatomy. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. However, there was a leak noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the rx herculink was used to treat the left vertebral artery, it should be noted that the rx herculink elite instruction for use: the rx herculink elite peripheral stent system is intended to open lumen restrictions in the biliary tree, renal arteries, and protected peripheral arteries. In this case, using the device off label does not appear to have contributed to the reported leak.

Event description:
It was reported that the procedure was to treat a left vertebral artery. The 6.0 x 18 mm herculink stent delivery system (sds) was advanced without issue, and the sds was inflated to 14 atmospheres (atm). During inflation, the stent did not open and contrast was seen leaking from the balloon. The device was removed without issue. The stent was confirmed to be secure on the balloon. A new herculink sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.